Manufacturer narrative:
The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the device was fired two times with a blue load and two times with a white load. On one of the firings there was bleeding from the staple line. The patient was given a unit of blood. It is unknown why the staple line was bleeding. On the fifth firing with a blue load the device locked out and did not fire. Another device was used to complete the case with no further patient consequence. Additional information was provided: the surgeon does not believe the bleeding was related to the device but rather the condition of the patient. The patient had a fistula. The female patient has been discharged home and is doing fine. It is unknown if the hospital stay was extended, but if it was due to patient's pre-existing inflammation issue not the device.